Event description:
Healthcare worker, with known past hypersenitivity to enzymatic products, began experiencing symptoms of headache, irritation, rash, sneezing followed by wheezing, after the she began using cidex opa. These symptoms continued to persist, even after no contact with product. Employee stated she is not convinced that the cidex opa is entirely to blame, but symptoms have increased since use of cidex opa.